Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A picture was provided. The following observations were obtained: well centered intraocular lens (iol), superior, 12:00 o'clock. Opacities apparently located in the anterior capsule, whitish amorphous inferior, 6:00 to 8:00 o'clock, opacities that seem to be arising from the capsular bag equator, independent of the iol body. The observations may be compatible with anterior capsule opacification and soemmering ring. Additional information was provided indicating that the hospital discarded the iol after explant as the "iol was clear." The product investigation could not identify a root cause. No further information is expected. (B)(4).

Event description:
A physician reported a clouding in an intraocular lens (iol) implanted into the left eye. The explantation of the iol was reported to be scheduled for (B)(6) 2016. Additional information was received from the physician. That the phacoemulsification surgery was uneventful and the patient did not visit the hospital postoperatively. Additional information provided through a company representative indicated that the iol was explanted on (B)(6) 2016 and was discarded by the surgeon as "the iol was clear." A decline in visual acuity of the patient not previously mentioned was reported. According to the reporter, it was caused by a retinal change. No further information is expected.